Event description:
Spv was implanted on (B)(6)2014 (stenosis of the aqueduct of sylvius. Fifteen days after implantation, patient, who suffered a great intracranial hypertension, was re-operated. During this re-operation, surgeon noticed that the catheters (ventricular and distal) was clear but that the valve was full of blood.

Manufacturer narrative:
The returned spv valve has been analyzed by our laboratory and the obstruction has been confirmed. Visual examination shows the presence of many deposits in the valve. Intensive cleaning of the valve did not remove these deposits, functional tests could not be performed. Such shunt obstructions are a known short and long term complication described in the instructions for use and they are not indicative of a device malfunction, or problems with surgical technique or handling. Moreover in order to perform a stronger analysis, sophysa recommends in the chapter return of products to return any explanted valve immersed in water (non-saline), indicating if necessary whether cleaning has been performed.